Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. It was later reported "serous fluid", and "there was noted to be significant amount of oozing" and hematoma. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe, since it is not related to the device. Seroma-late-breast: unable to observe, since it is not related to the device. Hematoma-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases and particles were noted. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. It was later reported, "serous fluid". And "there was noted, to be significant amount of oozing" and hematoma. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/may/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/jul/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. It was later reported "serous fluid", and "there was noted to be significant amount of oozing" and hematoma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.